Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an opening along the suture line at the mid point where the closure was made, there was some oozing, and infection was suspected. The implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.